Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician presented for a shoulder surgery on (B)(6) 2020. The pacemaker was checked prior to procedure. The device was normal. Following the procedure, the pacemaker was interrogated again. Loss of capture was noted on the right ventricular (rv) lead. The cause of the loss of capture was believed to be the shoulder surgery causing the patient to move into different positions during the surgery. No other issues were noted regarding the lead itself. The patient presented for a lead revision procedure on (B)(6) 2020. The physician simply advanced the lead and once tested, showed excellent sensing, capture, and impedance. No complications were observed during the procedure. The patient was stable before, during, and after the procedure.